Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s husband reported customer¿s adc freestyle libre sensor ended after 12 days of wear. He further reported that on (B)(6) 2018 customer began to experience ¿confusion¿ and subsequently lost consciousness. Caller treated the customer with sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection performed on the returned sensor patch, no obvious defects observed. Sensor plug was properly seated in mount. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer¿s husband reported customer¿s adc freestyle libre sensor ended after 12 days of wear. He further reported that on (B)(6) 2018 customer began to experience ¿confusion¿ and subsequently lost consciousness. Caller treated the customer with sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.